Event description:
It was reported that when using the bd pyxis¿ medbank tower all-in-one (aio), the unit was not powering on. When the user pressed the power button, the blue light turned on briefly and then turned off. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all in one (aio) was not powered on. The field service engineer (fse) attempted multiple methods to access the advantech cmos, including powering the unit with no peripherals connected, but was unable to get the system to run. It was determined that the aio unit was faulty, and it was replaced. The system functioned as intended after the field service engineer (fse) resolved the issue.